Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an ipg pocket revision (reference MFR. Report# 3006705815-2019-01819), the ipg displayed the message "generator not ready". Troubleshooting was able to resolve the issue.